Manufacturer narrative:
H.6. Investigation summary: to investigate the complaint for foreign matter and a label lift, one hundred (100) retention samples of the incident lot were selected from bd inventory for evaluation. There was no foreign matter or label issues observed in the retains. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter and label lift. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, there was foreign matter in the tube. There was also an issue with the label peeling off the tube. There was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, there was foreign matter in the tube. There was also an issue with the label peeling off the tube. There was no report of patient impact.